Manufacturer narrative:
The in process test results for hub to colour cover retention test were reviewed. All values were within specification which is 1.2kgf. Lowest value recorded was 2.760kgf, highest recorded value was 6.190kgf. The other in process tests completed during manufacturing were reviewed - hub ID & hub to cannula tensile. All samples taken for these tests gave acceptable results. No ncr's, reworks related to this lot. All checks were completed as required by the process and quality plan for the dantec needle. Retains were received and the following check was completed on a qty of 10 needles. Hub to cover retention test - all needles tested passed with results ranging from 1.925kgf to 4.415kgf. The device was found to have met specifications prior to shipment. The device was not returned for evaluation. The result of the investigation is inconclusive as the defective device was not returned for evaluation. Based upon the available information a definitive root cause cannot be determined. Based on trending analysis performed no additional action is required at this time as there is no trend observed.

Event description:
Issue with the hub of the 9013s0012: when customer tried to remove the needle, the needle and metal hub came away from the coloured plastic cover but not the needle. No patient impact as the attempt to disconnect needle from the cable happened after the testing has been completed.

Manufacturer narrative:
Applicable work order was reviewed. In process testing and inspections were reviewed - hub ID, hub to cover, hub to cannula. All samples taken for these tests gave acceptable results. No non-conformances, reworks related to this lot. All checks were completed as required by the process and quality plan for the dantec needle. Customer has been contacted via email with questionnaire to provide the rest of the required information below . The following information have not been provided and have been noted by the customer not relevant since there was no interaction with patient: patient identifier - not applicable, age at the time of event, date of birth - not applicable, sex - not applicable, weight - not applicable, relevant tests/laboratory data, including dates - not applicable, other relevant history, including preexisting medical conditions (e.g., allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.) - not applicable. Concomitant medical products and therapy dates (excludes treatment of event) - not applicable. Justification for not providing below information and applicable sections: serial # - this section is not applicable as the medical device does not have serial #, if implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable, if explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable, reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient, if ind, give protocol # - this section is not applicable as the medical device is not ind, adverse event term(s) - this section is not applicable to medical devices, if remedial action initiated, check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i(f), list correction/removal reporting number - this section is not applicable as there was no action reported under 21 usc 360i(f). Not returned to manufacturer.

Event description:
Issue with the hub of the 9013s0012: when customer tried to remove the needle, the needle and metal hub came away from the coloured plastic cover but not the needle. No patient impact as the attempt to disconnect needle from the cable happened after the testing has been completed.